Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was discovered that the design history files of various instruments indicates that there was no documentation (objective evidence) to show that bio-compatibility testing was done for stainless steel and certain plastic materials in accordance with FDA reqs (g-95 FDA bio-compatibility memo and iso 10993-1). No pt injuries have been reported.